Event description:
It was reported that the customer had gotten the insulin pump wet and now it is not working. Customer's blood glucose level was 8.5 mmol/l. Customer stated that the pump fell into the pool. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that the pump was stored or not in use for an extended period of time. Customer also received an unexpected restart alarm, button error alarm, and a battery out limit alarm. Customer stated that the battery was out of the pump for about 4 hours. Customer could not get the pump going due to the button error alarm. No additional information provided.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. Unit had normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. Unit passed the a21 test and no unexpected a21 error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker.